Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had trouble recharging her ins. She said it stopped working suddenly in february. The patient had a meeting scheduled for (B)(6) 2018. No external factors were known to contribute to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient just stopped charging because ¿she thought there was a problem¿. The patient never notified the rep of the problem. The rep met with the patient on (B)(4) 2018 and started a physician mode recharge. Within 5 minutes, it switched to a power on reset (por), and then back to normal recharging. After charging, the rep checked the patient's programmer and all equipment works fine. The issue was said to be resolved. No further complications were reported.